Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's right distal femur was revised due to non-union. The plate and at least 8 screws were removed. Rep reported that x-rays, medical records, and further information will not be released by the hospital or surgeon.